Event description:
It was reported that the lead was dislodged and the patient had twiddler's syndrome. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found is consistent with that occurring at the time of surgical procedure.